Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode and recorded the following codes: 0x40 0x0 0x0. Technical services (ts) discussed device function in safety mode and recommended urgent device replacement and product return. This pacemaker remains in service at this time. No adverse patient effects were reported, and it was noted that the patient was not pacer dependent. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Device return was requested.

Event description:
It was reported that this pacemaker had entered safety mode and recorded the following codes: 0x40 0x0 0x0. Technical services (ts) discussed device function in safety mode and recommended urgent device replacement and product return. This pacemaker remains in service at this time. No adverse patient effects were reported, and it was noted that the patient was not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.